Manufacturer narrative:
The physician determined that the pt most likely had a sensitivity to parabens and this sensitivity was the root cause for the reported reaction. The doctor decided not to perform any further tests as the pt is in her (B)(6). They requested and received a copy of the lubricating jelly ingredient statement.

Event description:
Pt experienced a reaction to medichoice lubricating jelly during a pelvic exam. The reaction consisted of hives, swelling, and difficulty breathing within 15 minutes of exposure. She was given benadryl and taken to the ER where she was given IV benadryl and steroids. The condition quickly improved and she was subsequently discharged. The doctor decided not to perform any further tests as the pt is in her (B)(6). No further complications were reported.